Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.5¿ proximal to the distal tip. A bent in the catheter shaft was noted 2.2" and 4.0" proximal to the distal tip. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
Upon insertion into the patient, the viewflex ultrasound catheter prolapsed in the medial inferior vena cava (ivc). The physician was unable to straighten the catheter within the ivc and removed the catheter. When visibly inspecting the catheter outside the body, the tip of the catheter was noted to be fractured. The catheter was removed from the table and a new ultrasound catheter was utilized to continue the procedure.